Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro device defaulted to the on position when it was plugged in. The device was not used on the pt. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review as completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).